Event description:
It was reported that during a snare retrieval procedure, device allegedly broken inside the patient. It was further reported that the broken pieces were retrieved. There was no reported patient injury.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.